Event description:
It was reported that there is an upcoming revision surgery. The patient has osteophytes on tibia and talus. In addition to cavities in the tibia, fibula and talus.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Manufacturer narrative:
The reported event was confirmed based on available medical record and health care expert¿s opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿status after explantation of the device. The device is not visible on the CT-scan; therefore, it cannot be assessed.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that there is an upcoming revision surgery. The patient has osteophytes on tibia and talus. In addition to cavities in the tibia, fibula and talus.